Manufacturer narrative:
A medical record review was performed on the patient's treatment data sheets. This is a reportable event for a potential iipv based on the patient's symptoms and report of the heater bag being empty. There was no adverse event associated with this increased volume. A supplemental report will be sent upon completion of the device evaluation.

Event description:
Patient set up the cycler for a ccpd treatment with one 5 liter (heater bag) and one 2 liter (supply bag). Patient stated she connected to the cycler and watched drain 0 thru fill 1. Treatment date from the cycler: drain 0: 1,435 ml, uf: 433ml. Fill 1: 1,196ml, drain 1: 1,220 ml, uf: 24ml. Fill 2: 1,081ml, drain 2: 1,232 ml, uf: 151ml. Fill 3: 1081ml, treatment stopped. Patient then remembers waking up to alarms: remove excess weight from heater, check patient line. Patient stated the cycler was pumping but not registering the amount and the heater bag was "almost empty." Patient stated her stomach was like a balloon and felt full. Patient then did a manual exchange. Stated she did not drain completely, draining only 1200 ml until she felt comfortable. Patient symptoms resolved. The next day, patient reported doing a mid day exchange at 12 noon, draining 1300 and filling with 1100 ml. Per pd nurse, patient had no adverse effects as a result.